Event description:
According to the facility, " a temperature probe detached. A new catheter was put in. The patient was not harmed".

Manufacturer narrative:
According to the facility, " a temperature probe detached. A new catheter was put in. The patient was not harmed". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.